Event description:
Boston scientific received info that the pt implanted with this right ventricular lead, presented to the emergency room following a syncopal episode. Interrogation of the implanted device revealed that the rv lead exhibited high threshold measurements of 4.8 volts at 0.5 milliseconds, loss of capture and increased pacing impedance measurements of 1,247 ohms. It was reported that the pt was not pacemaker dependent, however, intermittent heart block was suspected. An invasion procedure was performed. The lead was explanted and replaced.